Event description:
The patient reported developing sleep apnea and requiring a CPAP after two years of implant. Attempts for additional information have been make; no additional information has been received to date.

Event description:
Per the physician, the sleep apnea is related to the patient's obesity, and is unrelated to the vns. No additional relevant information has been received to date.